Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed the system leak verification test step during testing. The device's muffler assembly was replaced to address the issue. Additional findings not related to the malfunction/issue was no dirt confirmed inside the device. The flow sensor was proactively replaced on the device. After the parts were replaced on the device, a final and run-in tests were performed on the device, along with the battery and valve checks. The device was confirmed to be operational, and cleaned.